Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer obtained falsely depressed chloride results while using the architect c16000 analyzer. Sample ID (B)(6) generated 62.92, repeat 116.25 and 114.53 mmol/l: normal range 98 to 107 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the customers instrument and replaced the high concentration waste hose and four valves of the alkaline and acidic solutions. However, no definitive cause of the issue was identified. The analyzer service history was reviewed and did not identify any contributing factors to the complaint. Tracking and trending data associated with the analyzer were reviewed and no trends were identified. Additionally, labeling was reviewed and sufficiently addresses the customers issue. Based on this investigation no systemic issue or deficiency of the architect c16000 analyzer was identified.